Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Further information received that the first procedure was completed with the same product. I did my best to troubleshoot on the spot and the surgeon was okay to complete the procedure with the same product.

Event description:
It was reported that during mastoidectomy surgery, when surgeon is using scapel to go down from skin and flesh to bone, the machine sounded with a "stimulation-like" response unstable muting of diathermy usage - responses were fired when diathermy was in use, despite usage of muting cable. Temporary troubleshooting helped, but issues reoccur again during the next case. Device was working as intended as a positive response was obtained with the stimulating probe. There was an error message displayed initially saying there was something wrong with the wired pi connection. The procedure was completed with the reported product. There was no patient injury in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.